Event description:
It was initially reported that the patient experienced a flipped pump. It was unk how the device issue was confirmed. The hcp revised/flipped the pump back into position. The catheter was then aspirated and the drug was changed to a new concentration. It was later reported that the patient experienced a seroma requiring re-exploration of the pump in (B) (6) 2010. The patient recovered without sequela and was "doing well."

Manufacturer narrative:
(B) (4).